Manufacturer narrative:
Correction - correction box should have been ticked in previous report when explant date was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient reported for follow up in clinic. It was noted that the right ventricular lead exhibited intermittent loss of capture at values above thresholds, low impedance and a decrease in sensing. The right ventricular lead was extracted during normal generator change due to eri. The patient was stable.

Manufacturer narrative:
Final analysis confirmed reported field events. A partial lead distal portion was returned for analysis. Visual inspection of the partial lead found external insulation abrasion 10.8cm to 11.6cm from the distal tip breaching the outer insulation and exposing the outer coil distal to the suture sleeve. The cause of the external insulation abrasion was consistent with friction to another device or feature of the heart. Further analysis found the lead was shorting with an abrasion breaching the inner insulation 8.2cm to 9.9cm from the distal tip of the lead. The cause of the reported events was isolated to the abrasions found on the lead.